Event description:
During a ptca procedure on a totally occluded lad the guidewire became trapped in the lesion. Attempts to remove the wire resulted in the wire coil stretching until ultimately it separated. Reportedly, the tip of the wire remained in the lesion but the pt was stable with no EKG changes. The pt was released from the hosp with no apparent consequences.